Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5.5 months after the dental implant and abutment were placed in ada site 10, osseointegration was still not obtained in type ii bone. There were no signs of infection or fenestration. The implant had been placed immediately after extraction. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that 5.5 months after the dental implant and abutment were placed in ada site 10, osseointegration was still not obtained in type ii bone. There were no signs of infection or fenestration. The implant had been placed immediately after extraction. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.